Event description:
It was reported that the patient was reporting "connect power cable disconnect alarms" while on mobile power unit (mpu). The log files were submitted for review, and it appeared that the event log captured mainly routine events but did note a couple low voltage hazard events on 05may2026 at 2207 while using the mpu. The mpu did not lose power as the emergency backup battery (ebb) was not enabled during this time. This was a lone event in the log. Per the site, the alarm occurred after the patient went to the bathroom. They believed that the patient likely did not have the connection secured and it loosened. There was no damage to the mpu on inspection, and it was connected to the patient in clinic with no issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.